Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. Correction; device date of mfg., death date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that a pacing lead could not be implanted due to the patient's anatomy. No patient complications were reported due to this event.